Manufacturer narrative:
(B)(4) method: the inspiratory limb from an rt380 adult dual heated evaqua 2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). Results: visual inspection of the returned inspiratory limb revealed that both the proximal and distal connectors were loose. A lot check revealed no other complaints of this nature for lot 150729. Conclusion: all rt380 adult dual heated evaqua 2 breathing circuits are visually inspected and leak tested prior to being released for distribution. Both the proximal and distal connections are also visually inspected during the assembly process. Any circuits that fail are rejected. This suggests that the reported problem occurred after the circuit was released for distribution. The hospital further reported that the reported problem was only noted after six days of use. The user instructions that accompany the rt380 state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the rt380 adult dual heated evaqua2 breathing circuit was causing an alarm on the mr850 respiratory humidifier. Inspection of the returned device on 16 december 2015 revealed that the connectors on the inspiratory limb were loose. This was found after six days of use. No patient consequence was reported.